Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer was dispatched to investigate. The fse doubted that the solenoid driver board was faulted and replaced it . Subsequent to the part replacement, the problem did not repeat. A supplemental report will be submitted when additional information is provided. (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) powered down. It was noted that the iabp unit was in auto mode and no alarms or any other abnormal phenomenon were generated before the iabp powered down. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and verified the reported issue. To resolve the issue, the fse replaced the solenoid driver board and then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) powered down. It was noted that the iabp unit was in auto mode and no alarms or any other abnormal phenomenon were generated before the iabp powered down. There was no patient harm and no adverse event was reported.